Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). The philips service engineer (se) inspected the device. The se confirmed the reported issue. The customer ordered a touchscreen to address the issue. No parts were returned to philips for analysis; therefore, a root cause could not be established.

Event description:
It was reported that the ventilators screen is "not sensitive". There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 27feb2019. MFR report #2031642-2019-00915 is a duplicate of an event previously reported under MFR report #2031642-2019-00286. Any additional information will be submitted under the initially reported MFR #2031642-2019-00286. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.